Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 130 mg/dl despite a blood glucose of 46 mg/dl. Troubleshooting was initiated for the blood glucose and sensor glucose discrepancy. The customer noted that the sensor cannula on a previous sensor was bent; her sensor glucose during the bent cannula event was 70 mg/dl and her blood glucose was 146 mg/dl. No sensors were returned for analysis.